Event description:
A problem with virtual display accuracy was observed, in this case. Resulting in differences in virtual tool display between the 2 hss, and difficulties with tool verification. One headset trajectory was about 2-3mm medial compared to the other headset display. The issue with the headsets was not consistent throughout the case. All screws were placed accurately. After analyzing the logs, it was discovered, that the surgeon's hs was outside the working range. And was also, viewing the markers at a shallow angle. Which may impact the accuracy of the virtual trajectory relative to the anatomy. On the other hand, the fellow's hs, which was within the working range and positioned at steeper angles displayed an accurate virtual trajectory compared to anatomy. However, it remains to be proven that working at a shallow angle outside the working range of the system may result in a difference in the hs display. Other possible continuing factors are still under investigation.